Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corp. That prior to cardiopulmonary bypass, during prime, the oxygenator leaked in the housing by the heat exchanger. No impact to pt as this occurred during prime. Product was changed out. The surgery was completed successfully.